Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05074. It was reported patient experienced ineffective coverage of pain relief for the bottom of foot. To address the issue patient underwent surgical intervention where another lead was added for coverage in the foot area. No other leads were explanted. Effective coverage of therapy was reported post operatively.

Event description:
Device 2 of 2. Reference MFR. Report: :1627487-2019-05074.